Manufacturer narrative:
B3: june 2025 was the reported month and year of the event but the exact day not provided. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was duplicated. The cause of the issue was a defective mainboard. The customer rejected the repair quote and requested the unit to be scrapped. No repairs were completed on this pump.

Event description:
It was reported that the device was showing error code 1600, which typically indicates a malfunction of the pump's sensor(s) or a problem with the cassette alignment or damage. There was no patient involvement.